Event description:
Caller reported that insulin gauge displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting and requested to return the pump, and the case was closed by cts without further resolution.